Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. The finite life of this device is address in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no device failure.the device history was reviewed and the product met all acceptance criteria at the time of manufacture. The product was not returned.evidence that product in specification when used.

Event description:
Allegedly patient at full growth potential and was converted to a permanent prostheses.